Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of dim green pump running light emitting diodes (led¿s) on the system controller was unable to be confirmed. The system controller was not returned for analysis and log files were not submitted. Multiple good faith effort attempts were sent to retrieve additional information regarding the serial number of the system controller and if any product would be returned for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate ii system controller was changed on 23aug2024 due to the green circular light not lighting up.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was required. A supplemental report will be submitted once the manufacturer's investigation is complete.